Manufacturer narrative:
(B)(4).

Event description:
This lv lead has had high thresholds since implant. The physician will continue to monitor the patient. No action was taken. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.